Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Additional information was requested and the following was obtained: can you please clarify how "one row of clamps did not work. "? Were the staples for this row missing from the staple line? - the staples for row were missing. Or were the staples present but not in b formation (unformed, malformed, etc.)? Staples were completely missing. What was done to address the issue that occurred? The surgeons sewed the line manually. How was the procedure completed? The line was sewn manually.

Event description:
It was reported that during an unknown procedure, one row of clamps did not work. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch #: n53m2c. Device evaluation: the analysis results showed that the cs40g device was received with no apparent damage and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.